Event description:
Patient was implanted with the freehand system hand grasp neuroprosthesis in 1998. In 2001, the user facility reported the patient's hand was not responding to the stimulation from the implantable receiver stimulator (irs). Surface potential mapping was performed and malfunction of the irs was confirmed. No pt injury was involved. However, the patient has elected to undergo replacement surgery.